Event description:
New information became available that this lead was explanted.

Event description:
New information became available that the alert date was incorrect for this report. This report has been updated to reflect the accurate date.

Event description:
Boston scientific received information that this lead has increased impedance measurements of greater than 2000 ohms. This patient states that they feel tingling in and around the device implant site. The patient is scheduled to see their physician in a day or two.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.